Event description:
It was reported that a female patient, who had her right-side knee implanted, underwent a revision procedure approximately 8 years 8 months post the initial implant procedure. The patient had presented with knee pain. All components were removed during the procedure and were replaced with a competitor¿s devices. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return as they were disposed of by the hospital. No device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: (B)(6) femoral component cr, porous size 3, 02-010-04-0330. (B)(6) fit tibial tray cemented size 3f/3t 02-012-45-3030. (B)(6) tibial insert cr, size 3, 9mm slope + 02-012-48-3009. (B)(6) three peg patella, 32mm 200-02-32. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6, h11. The following sections were corrected: d1, h6. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined; however, may have resulted from inclusion of the polyethylene in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.